Manufacturer narrative:
(The manufactured device was released on 28mar2019). The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph using the naked eye which revealed separated components were observed between the microbore winged female luer lock adapter and the tubing. No additional defects were observed. The reported condition was verified. By the nature of the sample, no additional tests were performed. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the syringe port of a micro volume extension set broke off from the tubing. This issue was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.